Event description:
Consumer complaint of low blood results. Called emt for assistance. No outcome provided. Control solution performed and result was in range. At the time of the call, the daughter did not want to perform a blood test on the mother because the mother had just finished a meal.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).